Event description:
The facility's biomedical engineering department reported a pump that was not infusing in a continuous mode. Biomed reported that the device was returned from a "nursing unit" with the report of "not infusing". According to biomed, no patient injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, medication involved, or set up and programming of the device.